Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " it was reported that the customer reported low positive signals for n1 in of their samples with the sars-cov-2 assay. "

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) lot 1125581 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1125581 was manufactured according to specifications and met performance requirements. Customer complained about low n1 positive / n2 negative results on patient samples with the bd sars-cov-2 reagents for bd max¿ system kit lot 1125581, which gave a negative result upon repeat. Customer provided one run #(B)(6) from instrument ct1689 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. The customer uses the cobas media, which is not a recommended media and is considered as an off-label use of the assay. The customer validated this collection media and there is no indication that its use is linked to the customer issue, however bd recommends to follow the package insert instructions for use. Run (B)(6) contained three positive results samples in which only the n1 target was detected (in positions a3, a7 and a10). Manual pcr curve adjudication of all the suspected false positive n1 samples revealed late and low, but true amplifications for n1 target, without anomaly, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No repeat test was found for these samples in the data provided. Bd was unable to confirm the exact cause of the customer¿s positive results. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1125581. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "it was reported that the customer reported low positive signals for n1 in of their samples with the sars-cov-2 assay."